Event description:
Synergy china registry it was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject was presented with stable angina and referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 39 mm long, with a reference vessel diameter of 4.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 16mm overlapped with 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. On the following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and hospitalized on same day for further evaluation and treatment. Non-target-vessel revascularization (tvr) was also performed during the event. Three days later, the subject was discharged. At the time of reporting, the outcome of the event was considered to be recovering or resolving. It was further reported that in-stent restenosis in the proximal lad and mid lad occurred which qualified for target vessel revascularization (tvr). The subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2021, coronary angiography revealed 95% stenosis noted in the proximal lad extending up to mid lad which had previously placed study device and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale for intervention was symptoms of ischemia. Furthermore, it was noted that the distal margin of the original stent was narrowed in the middle part of anterior descending ramus.

Event description:
Same case as pr ID#: (B)(4). Synergy china registry. It was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject was presented with stable angina and referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 39 mm long, with a reference vessel diameter of 4.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 16mm overlapped with 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. On the following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and hospitalized on same day for further evaluation and treatment. Non-target-vessel revascularization (tvr) was also performed during the event. Three days later, the subject was discharged. At the time of reporting, the outcome of the event was considered to be recovering or resolving. It was further reported that in-stent restenosis in the proximal lad and mid lad occurred which qualified for target vessel revascularization (tvr). The subject was discharged on aspirin and clopidogrel.

Event description:
(B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject was presented with stable angina and referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 39 mm long, with a reference vessel diameter of 4.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 16mm overlapped with 4.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. On the following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and hospitalized on same day for further evaluation and treatment. Non-target-vessel revascularization (tvr) was also performed during the event. Three days later, the subject was discharged. At the time of reporting, the outcome of the event was considered to be recovering or resolving.